Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that neurostimulation no longer had an effect; there was a lack of efficacy. This had occurred during normal use on (B)(6) 2015. The cause of the event was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was explanted without replacement. The lead and extension was left implanted. The patient was alive with no injury and the issue was resolved without sequelae. The patient's medical history includes failed back surgery syndrome and neuropathic injury to tissue of the nervous system. The event was possibly related to the device or therapy and was not related to the implant procedure. Event onset date was unclear.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that therapy was just not effective anymore. No issues were detected during explant. There was surgical intervention to remove the implantable neurostimulator (ins) because the therapy was no longer effective.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the cause for no more pain relief was unknown. Therapy was no longer effective. The implantable neurostimulator (ins) was working perfectly but the patient did not have pain relief. The patient felt paresthesia but it was no longer effective. Interventions included explanting and not replacing the device. The event resulted in in-patient hospitalization. There was no trauma or other cause prior to stimulation. Therapy was just not effective anymore. No issues were detected during ins explant.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was reported as not due to programming.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as no more pain relief due to therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.